Event description:
It was reported that a surgical lamp within a cath lab of an innova 3100-iq vascular system, and attached to a boom from the ceiling, fell on the floor close to a nurse who was preparing for an exam. No injury occurred.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.